Event description:
Physician was attempting to deliver 1 endeavor resolute drug-eluting stent (2.75mm x 24mm) to a calcified lesion in the lcx with 40-95% stenosis but resistance was noted and the stent could not pass. The patient is good. No clinical sequelae were reported. The device was returned to the manufacturing facility and through analysis of the returned device the stent was observed to be damaged. Evaluation summary: the distal tip was flared indicating that it may have been stubbed during advancement. A number of struts on the 6th proximal stent segment were raised and pulled distally. There were a number of struts on the 12th proximal segment deformed. The remaining segments were intact. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology) ¿ 95% stenosis and calcification. (Deformation problem). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ 95% stenosis and calcification. Inherent risk of procedure ¿ (stent deformation). (B)(4).